Event description:
A consumer had essure implanted. Depoprovera was injected one week before insertion. Hysterosalpingogram was not performed because she was in lot of pain. She stated that she experienced pain all over her body and back daily. She visited a doctor and the diagnosis was that she was in chronic pain, but was not hospitalized. The patient was treated with ibuprofen and oxycontin. On an unspecified date an ultrasound was done and showed that the coils were in the tubes and that there was a blood pocket in the tubes. Essure was removed due to the pain by laparoscopic salpingectomy. During the surgery, it was noted that the coils were too high and that was causing the pain. Pathology analysis was done, but result was not available. The outcome of the events was recovered/resolved.